Event description:
This concerns the zimmer biomet spinal pak non-invasive spine fusion stimulator system: I am a (B)(6) female pt ((B)(6)) who underwent a 3- level acdf with a mobi-c disc inserted at c4-5 space on (B)(6) 2015. The procedure was performed by spine surgeon (B)(6) in (B)(6). Operating room records and subsequent CT scan 30 days post-op show excellent placement of the prosthesis. About 33 days post-op, I started using the biomet spinal pak fusion stimulator 12 hrs q.d., as per the recommendation of the distributor's representative ((B)(6)). No other specific interventions were carried out in terms of rehabilitation. The intent was to use the external "non-invasive" stimulator for appx 90-180 days to achieve fusion at c5-6 and c6-7, where interbody fusion cages containing allograft were placed during the procedure. During the next 44 days of using the stimulator as indicated, I began to experience increasing radiculopathy and swelling of the prevertebral region. These were new symptoms. After appx 44 days of using the stimulator, another CT scan was performed. And while simple x-rays showed the progression of fusion, the CT scan showed mild increased angulation of the disc replacement at c4-5, when compared to the previous study, with 1-2mm anterior migration of the caudal component with respect to the rostral component. After 44 days of using the stimulator, I removed it permanently. The radiculopathy subsided 75% within 24 hours; after another 48 hours, the radiculopathy was completely absent and I was back to normal functioning. However, I am alarmed at the lack of info provided in both pt and health professional info concerning the adverse effects of the fusion stimulator. Clearly, using the fusion stimulator as indicated (24 hours for a maximum of 270 days) has potential implications for the pt's health and well being. The complete manual designated for practitioners and pts is a very brief one. To me, it appears that there is a loophole in FDA policies, since the manual for this medical device does not list any adverse events or adverse effects in detail. Anecdotal evidence drawn from pt self-reports on the web show that some users have experienced "muscle spasms," however, the manual only indicates that dermal irritation from the electrodes could be an adverse reaction. I view of the migration of the disc, the increasing radiculopathy after the administration of the stimulator 30 days post-op (the first 30 days were without any stimulator at all) and the fact that your manual provides no additional info concerning adverse effects, I believe that it is a significant consumer/pt issue. The suffering I experienced for 44 days was also significant; had I followed the recommendation of wearing the stimulator 24 hrs/qd for 270 days, I believe my quality of life would have been adversely impacted to a degree that is clearly not represented in the usage manual directed at both practitioner and pt.